Event description:
Philips received a complaint on the v60 ventilator indicating that there was a high inspiratory pressure alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the high inspiratory pressure alarm issue. The rse informed the customer that this was a setting which could be adjusted. The customer restored the device settings to factory default settings and no further alarm code was observed. The customer stated that they would call back if further assistance was needed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.